Event description:
The reporter stated the surgeon attempted to use a cc4204a collamer aspheric single piece lens. Piece of the plate haptic is torn off and missing. There was no pt contact. Another same model and size lens was implanted. Reporter stated the lens was received damaged. No further information is available.

Manufacturer narrative:
(B)(4). Lens work order search. Visual inspection of the returned product found a piece of plate haptic is torn off and missing. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. No conclusion can be drawn. Based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).